Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided the event date as (B)(6) 2017 and their weight at the time of the event (B)(6) lbs. Patient also provided device serial numbers and the implant date of (B)(6) 2017. It was reported that there was no change in the activity and the issue was not resolved. Patient was to get an appointment with their managing physician. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient couldn't turn off the device. No patient symptoms reported. No further complications were reported as a result of this event.